Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a left first stage revision total knee replacement was performed due to infection and pain. Surgeon removed primary implants, debrided and irrigated. Replaced by temporary antibiotic cement spacer.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.